Manufacturer narrative:
Provue images submitted by the customer indicated that the visor was bent, which could be potential contributing factor for the reported event. However, no definitive cause was identified as service by ocd field engineer was still pending at the time of this report. The patient's test results did not match historical records, preventing erroneous test results from being released. Gel cards reacted as expected.

Event description:
Customer reported a false negative result in the anti-b microtube issued by the ortho provue analyzer. Visual inspection of card processed by the instrument confirmed mixed field reaction in the anti-b microtube of the mts a/b/d monoclonal and reverse grouping card. Abo misclassification can lead to the transfusion of incompatible blood. Risk of death or serious injury is not remote. The patient's test results did not match historical data, preventing erroneous test results from being released.